Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 87mm abdominal aortic aneurysm. It was reported that approximately 8 years and 7 months post index procedure the patient presented emergently with acute abdominal pain and hypotension, patient blood pressure upon arrival into operating suite was 57/46, resulting from a large distal type ib endoleak. A right retroperitoneal haemorrhage was identified on the angiogram. A right femoral artery exposure was completed and a distal 28 x 28 x 82 extension piece was placed to cover the ruptured area. Embolization of the right internal iliac artery was completed after the patient became normotensive. Extension of the graft was completed and extended into the right femoral artery. Balloon angioplasty and adjunctive stenting was completed. Final angiogram indicated successful exclusion of the leak. As per the physician, the cause of the event was due to losing the patient to follow up. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported distal type I endoleak leading to the rupture was confirmed; however, the exact cause of the endoleak could not be confirmed from the limited films provided. The anatomy at implant is unknown, the original implanted position of the devices is unknown, and CT¿s post-implant were not provided. It could not be confirmed if migration of the limb may have also contributed to the endo leak/rupture. It is possible that disease progression (iliac artery dilatation) and aneurysm morphology changes may have led to the endoleak and rupture. Lack of patient follow-up may have also been a contributor. If information is provided in the future, a supplemental report will be issued.